Event description:
It was reported that a flo-gard infusion pump had presented a low battery alarm even while plugged in. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing, and a review of the alarm log were performed. The low battery alarm was identified during functional testing and was verified in the alarm log. During visual inspection, it was found that the ac fuse was blown. The cause of the condition was determined to be the blown fuse which prevented the device from charging the battery. To correct the condition, the ac fuse and main battery were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.